Event description:
The below narrative includes an initial report from a consumer on (B)(6) 2011 plus subsequent f/u: a (B)(6) female consumer with no history of immunological or collagen-vascular disease rec'd four injections of poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date unk) one month apart. The last injection she rec'd was about 6 months ago ((B)(6) 2010). Injection sites were along the cheek line, under the eyes, and the temples. About 4 months ago ((B)(6) 2010), she experienced redness under her eyes. This resolved about a week ago ((B)(6) 2011). She also stated that she was "allergic" to poly-l-lactic acid. About 2 months ago ((B)(6) 2011), she experienced lumps in multiple areas. The lumps were "giant" and went into her "eye sockets" and moved around and she stated that she looked like a "monster". Her eyes were also swollen and it looked like she had "scales and wrinkles" underneath her eyes. Under the right eye, the lump was the size of an almond and got larger when she rubbed it and then went back down. She had eight lumps on the "jowl" of the jaw where no poly-l-lactic acid was injected, about the size of a pearl each with one the size of an almond. The lumps hurt when she pressed on them. On the right side of her cheek bone, she had four lumps. She had been massaging the areas, but this had not helped and she had bruised the area. She felt all of the lumps were visible. There was no evidence of a systemic process. A biopsy was not preformed. At the time of the report, the event of lumps was ongoing. The duration was not characterized as prolonged or prolonged. No medical or surgical intervention was done for the reported events of "nodules/redness". She had an appointment with her physician on (B)(6) 2011. No further relevant information reported. Additional information rec'd from the consumer on (B)(6) 2011 included pt's age, date of birth, medical history, addition of adverse events, and details of the events (including description, outcome, and onset).